Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A health care professional reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The insulin pump may have been exposed to moisture. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage on the electronic assembly or motor noted. The insulin pump has cracked case at the display window corner, cracked lcd window, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.